Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat 95% stenosis of the right common carotid artery due to plaque using the protege rx stent, the stent tip began deploying prematurely as it was passing through the catheter. Digital subtraction angiography (dsa) imaging was used to observe the premature deployment. The stent was retracted and removed through the 8f catheter. The lesion was located in the proximal right common carotid artery, with little calcification and no tortuosity. Embolic protection was used with a 14 guidewire and a spider device. The lesion was pre-dilated with a 5mm balloon. The procedure was completed by replacing the stent with the same model of a similar product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst loosened and the stent partially exposed. The stent confirmed as 40 mm. The device was returned with approx. 10 mm of the stent exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.